Event description:
A sales rep sent an email to baxter corporate product surveillance to report a clearlink buretrol administration set in which a no flow occurred. According to the report, while running an infusion using a spectrum IV pump, upsteam occlusion alarms went off in the middle of the infusion. The burette chamber was not empty at the time of the event. The facility was infusing normal saline. The event occurred during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The root cause was not determined.